Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The sales rep has been informed by the section (B)(4) at (B)(4) hospital that the nail has broken where the lag screw is placed. The surgeon has indicated to the sales rep that the operation manual has not been followed correctly.